Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 787 mg/dl on (B)(6) 2018 at 4:30 pm. Customer have dry mouth, excessive thirst, urination and pressure behind eyes. Blood glucose value when admitted to hospital was 787 mg/dl. Customer blood glucose reading for time of the incident was over 600 mg/dl. Customer current blood glucose reading was 91 mg/dl. Customer were using the insulin pump within 48 hours of reported high blood glucose reading event. (B)(6). Customer did not perform carelink upload. Customer reports site is changed (B)(6) 2018. The drive support condition was not mentioned. The infusion set was not bent. Customer did not perform hp test. Customer also reported under delivery. Products will not be returning for analysis. The customer was using auto mode feature during the serious injury.